Event description:
Clinical report states that patient was revised on (B)(6) 2010 to address end-of-stem pain, and that she experienced patellar crepitus beginning (B)(6) 2011.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records did not find any evidence confirming the reported patellar crepitus. The records did confirm the patient had a long cemented stem placed prior to this revision and was considered a possible source of pain. During revision surgery surgeon performed a synovectomy and replaced the tibial insert. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.